Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that the stimulation is turned off and it is still hurting very, very, very badly. The patient wants it taken out. The patient can hardly walk and is in terrific pain. The patient can only lie on her back. The patient is implanted on her left him, and she has terrific pain down her left leg, and she can¿t lay on her left side. The patient can feel the wires through her skin and on the top of one point of the stimulation it feels like it¿s about to pierce through her skin. The patient described it as a big boil read to pop. The patient is walking with a limp and uses a cane. It hurts so bad that she ¿just wants to cut it out herself.¿ the patient had been experiencing the pain at the implant site and left leg, hardly being able to walk, and feeling like it is going to come out for over 1.5 years. Additional information was received from a patient on (B)(6) 2017. The patient is having a lot of problems. They called their manufacture representative (rep) and are waiting for a call back because they have to get the device removed. The device is not working period. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.